Event description:
The customer reported that his blood glucose was 277 mg/dl at 9:08 am, 344 mg/dl at 11:01 am and 280 mg/dl at 12:54 pm. He then changed his pod and noted that the cannula was out of the infusion site and there was bruising at the site. His bg then went back into normal range, measuring 98 mg/dl at 7:51. He had already discarded the subject device.

Manufacturer narrative:
The device will not be returned for eval. We are unable to confirm the product condition. The customer reported that the cannula had dislodged from the infusion site. This could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid - acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery." And "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." No qualification records were reviewed as no product lot number was reported.